Event description:
It was reported that this right ventricular (rv) lead exhibited increasing pacing threshold outputs with unknown cause which was confirmed via device based testing. This rv lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.